Event description:
In (B)(6) 2009 a biotronik pacemaker and lead were implanted (first implant). On (B)(6) 2018 the ipg was replaced by a ensura sr MRI (ptz017057g). On november 2020 it is observed that pacing thresholds are variable and they decide to change to unipolar configuration (for both sensing and pacing), increasing the sensing threshold (1.2 mv). Vcm is programmed auto and the lead trends show variable thresholds (between 0.5 and >2.5 v). Pacing impedance is variable now, both in bipolar and unipolar configuration. In the transmission of (B)(6) 2021 there is a lead warning observation, with sic of 337, apparently, the patient suffered the syncope at the end of august. In the current egm in carelink it is observed what might be a possible loss of capture or fusion (transmissions of (B)(6) 2021, (B)(6) 2020). In the transmission of (B)(6) 2021 it looks like polarity has been reprogrammed back to bipolar. The biotronik lead is: selox st60 (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).